Event description:
The initial reporter states that the pump was "flowing continuously" when they closed the pump door. They stated the pump would only stop when they opened the door. They also reported that they did not alter the feeding set. Mmd followed up with the initial reporter and they stated that the complaint had occurred during testing and had no effect on a patient. They provided no additional information. [Complaint (B)(4)].

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint.